Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at penn medicine reported issues seeing the g9 (cu-192ra sn: (B)(6) ) on the cns. They initially thought the patient was discharged. Service requested: troubleshooting/assistance. Service performed: nka technical support (ts) worked with the customer to determine that there was no patient discharge. The g9 was found to be unplugged. The issue was resolved upon reconnecting the ethernet cable and rebooting the g9, after which patient data was able to be seen on the cns. Investigation result: the g9 warranty began 04/28/19. Review of device c4c history found no previously reported issues with the unit. There was identified an issue with the communication of the g9 to the cns. The ethernet cable for the g9 was found to be disconnected. The root cause is determined to be user error in incomplete set up/cable connection. This was resolved upon re-establishing a proper cable connection and restarting the unit. The g9 has no trend of connection issues. Investigation conclusion: the root cause is determined to be user error in incomplete set up/cable connection. This was resolved upon re-establishing a proper cable connection and restarting the unit. The g9 has no trend of connection issues. Additional model information: d11 & c2 concomitant medical device. The following bedside monitor was used in conjunction with the cns and was not the device that experienced failure. G9 monitor (bedside). Model #: csm-1901a (cu-192ra). S/n: (B)(6).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring a g9 monitor and then showed that it had been discharged at the cns. The patient was not discharged at the g9. Nihon kohden technical support (nk ts) advised the customer to stop monitoring the g9 and re-monitor it but they could not. They checked the patient's room and found that the ethernet cable was unplugged from the g9, so they connected it, rebooted the g9, and then successfully re-monitored the g9 at the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring a g9 monitor and then showed that it had been discharged at the cns. The patient was not discharged at the g9. Nihon kohden technical support (nk ts) advised the customer to stop monitoring the g9 and re-monitor it but they could not. They checked the patient's room and found that the ethernet cable was unplugged from the g9, so they connected it, rebooted the g9, and then successfully re-monitored the g9 at the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided. Serial number, age of device, device manufacture date. The following bedside monitor was used in conjunction with the cns and was not the device that experienced failure. Monitor (bedside): model #: csm-1901a (cu-192ra), s/n: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was monitoring a g9 monitor and then showed that it had been discharged at the cns. The patient was not discharged at the g9. Nihon kohden technical support (nk ts) advised the customer to stop monitoring the g9 and re-monitor it but they could not. They checked the patient's room and found that the ethernet cable was unplugged from the g9, so they connected it, rebooted the g9, and then successfully re-monitored the g9 at the cns. No patient harm was reported.